Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime insulin pump during the prime test due to a protruded/loose drive support disk. The device was received with operating current within specifications and no unexpected battery out limit alarms observed during testing. A scratched lcd window and missing end cap sticker also noted.

Event description:
It was reported that the insulin squirted out during the manual prime process. Customer removed the battery and now the insulin pump alarmed battery out limit. The insulin pump alarmed during the prime process. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.